Event description:
It was reported that the right ventricular lead exhibited intermittent low lead impedances in the bipolar configuration. Impedances varied from 140 ohms to 500 ohms.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.